Event description:
Electrosurgical unit was in procedure room and smoke started coming out of the side of the machine. Biomedical engineering found a wire harness plugged into the power supply overheated and began to generate the smoke.